Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to premature battery depletion. Based on the nominal parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the hospital for a follow-up and the device was unable to be interrogated. It was noted that the patient had recently been in a car accident. The device was explanted and replaced. The patients condition is good after the event.